Manufacturer narrative:
The system was serviced in the field. The issue was not able to be duplicated. The representative checked the connections and pins. He rebooted te system multiple times and unplugged the umbilical cable multiple times with no issue. He also reloaded the files. The system was operational. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used outside of procedure. It was reported that the system kept getting stuck in "initializing please wait" and would have to be rebooted multiple times before the system would connect. No patient was present at the time of the event.